Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while charging the pump. Additionally, it was reported that the battery was observed to be rapidly depleting. A replacement wall adapter was sent to the customer to address the issues. There was no reported adverse impact to the customer's blood glucose level.